Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the error message as it after it appeared after four results. Fse troubleshooted and found a pin in the column oven thermistor cable r7/p7 was not seated properly. Fse then inserted the connector pin into the connector and rebooted the instrument. Fse performed quality controls (qc) and ran patient samples without any error. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2018 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 111 temp over limit indicates that a temperature abnormality was detected. Countermeasure: inspect temperature control. Main power must be shut off then turned on again to re-start operations. The most probable cause of the 111 temp over limit error message was due to a loose r7/p7 cable connection in the column oven thermistor.

Event description:
A customer reported that they were getting error message 111 temp over limit on the g8 instrument. The customer reported tried rebooting but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.